Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic legal received information regarding the customer¿s hospitalization for diabetic ketoacidosis and other injuries and damages from the attorney of the family. The customer reported a blood glucose value of 446 mg/dl. The event involved product(s) mmt-1715kl, unomedical, and mmt-332a. The information received on 04/23/2024 stated the following - reporter alleges: the customer's insulin pump malfunctioned and failed to deliver the correct dose of insulin, causing the customer to suffer injuries, including but not limited to hospitalization for diabetic ketoacidosis and other damages. The customer required emergency medical treatment and/or hospitalization as a result of the injuries caused by the defective insulin pump. The retainer ring on the customer's medtronic minimed model 630g insulin pump was defective. The customer had diarrhea, vomiting, and decreased appetite for 3 days. Also endorsed mild crampy abdominal pain. The customer disconnected the insulin pump the day before presenting it to upstate due to the inability to tolerate it by mouth. The customer started on an insulin drip and IV(intravenous insulin infusion) fluids and was then admitted to the medical ICU(intensive care unit). The length of emergency room and/or hospital admission was two days. The customer was diagnosed with kidney cancer in (B)(6) of 2020. No further patient complications were reported. No product return is required for mmt-1715kl. No product return is required for unomedical. No product return is required for mmt-332a. Frn-mmt-332-rsvr, unomed set.